Event description:
It was reported that the patient was monitored remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise oversensing, resulting in episodes of inappropriate mode switching. During the subsequent in-clinic follow-up, the noise was noted to be reproducible with isometric maneuvers. No intervention was performed, and there were no patient consequences.